Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Instrument successfully initiated and passed all initial investigation testing root cause: insufficient information source: phone.

Event description:
Customer reporting 7 false positive flu b results that occurred sometime in the month of february (exact date(s) unknown). Customer states the results were confirmed negative using another rapid immunoassay flu product. Report 7 of 7.